Event description:
Edwards received notification from a field clinical specialist that a patient with a failed ce 4300 valved conduit in the pulmonary position, underwent a valve in valve procedure with a 23mm sapien 3 (s3). The new 23mm s3 was prepped with an additional 2cc volume in the commander balloon and inserted into body and placed across surgical valve without difficulty. The implanting team deployed valve and at just prior to giving the full volume of commander balloon the thv appeared to have an appearance that it was protruding out of pa on one side. They stopped inflation and left 2ccs volume in the atrio inflation syringe (17cc given). The patient never decompensated but the heart team was concerned with possible rupture vs dissection of pa. Upon the angiogram(s) taken, contrast was seen outside of s3. The team decided to place a covered stent into the newly placed 23mm s3 in an attempt to try to correct it. The first covered stent missed the target zone slightly and a second stent was needed slightly more distal. They patient remained stable the entire time without the need for blood or vasopressors. Once the second covered stent was placed, an angiogram was taken. After discussion, the team opted to place a 22mm medtronic melody valve inside the covered stent landing zone. Post imaging was performed and the implanting team felt they had a good result and case was finished. After the case, the implanting team allege an edwards device deficiency. It was thought that there may have been a possible dissection vs anastomosis site already that the team did not pick up and our valve landed right at that spot. The patient's final outcome was stable when leaving procedure suite.

Manufacturer narrative:
Per the report, the device was used in an off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (possible preexisting dissection vs anastomosis ) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.